Event description:
It was reported that during the left ventricular lead implant, the physician was having difficulty inserting a wire all the way through the interior of the lead. The physician tried to wash the inner lumen of the lead and use a different wire, but still unsuccessful. A new lead was used instead. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The damage found was consistent with procedural damage.